Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have a damaged teflon pad of the clamp arm. A piece approximately 0.126" x 0.032" in size was missing and was not returned with the instrument. Additionally, the instrument was found to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's teflon pad fell off. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Image review: a review of the submitted image shows the teflon pad detached from the instrument as stated on the crm notes. No conclusive determination can be made based on this analysis.